Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from straining or rolling over the blue fiber cable when the user forgets to disconnect the system cables prior to moving subsystem components.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed damage to the system cable. The cable was replaced and resolved the issue. The system was verified and ready to use.

Event description:
It was reported that the blue fiber cable was found to be damaged. There was no report of patient involvement.